Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery was depleting with 3 days. During troubleshooting, it was found that insulin pump received a pump error 23 alarm. Customer's blood glucose was unknown. Customer called back after troubleshooting and resetting pump advising that issue was not resolved. Insulin pump would need to be replaced.

Manufacturer narrative:
Pump passed active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed low battery alert and had high sleep current measurement, problem isolated to the printed circuit board. No unexpected pump error 23 or power loss alarm noted during testing. Unit had minor scratched display window, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer.